Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: abnormal image and failure of the lg bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: abnormal image (insufficient brightness) is caused by a component failure of the lg bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope showed abnormal image (insufficient brightness) and the failure of the lg bundle. The issue was found during set up/ inspection for use. There were no reports of patient harm.